Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture joint instability, surgical intervention and medical device removal. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update aug 25, 2017: medical records and legal claim have been reviewed. Office notes (B)(6) 2016 indicate the patient presents 9 months post bilateral primary knee replacements. The patients left knee is doing well. The patients right knee has pain overlying the anterior and anteromedial aspect of the knee with marked difficulty with pain secondary to start up. X-rays at this time show excellent position of all components without evidence of prosthetic problem. Pathology report for specimen obtained at revision surgery (B)(6) 2017 indicates the right knee synovium tissue has metallic synovitis, deposition of fibrin, synovial hyperplasia, and proliferation of histocytes with the polarizing particles and multinuclear giant cells. Does not show signs of acute inflammation. Office notes (B)(6) 2017 indicate the patient is one week post-op right knee revision surgery with mild bloody drainage from wound with a subcutaneous hematoma. Office notes (B)(6) 2017 indicates he now has a well healed surgical scar with no further evidence of drainage. Office notes (B)(6) 2017 indicate the patient is post revision of right total knee arthroplasty and is doing reasonably well. Radiographic evaluation indicates that all components are of excellent position without evidence of prosthetic problem. Please note, primary implant record provided product/lot information and also indicated cement was competitor product. Updated 9-20-2017update sep 8, 2017: medical records reviewed. (B)(6) 2016 focused ultrasound study of the left knee was performed due to post-operative left knee swelling. Findings include a somewhat complex hypoechoic collection which may represent a popliteal fossa cyst, small joint effusion and generalized soft tissue edema. Hematoma was ruled out. On (B)(6) 2017 bone scan revealed increased radiotracer uptake along right tibial stem, finding is non-specific and could be related to recent surgery, also stress fracture in this same region is possible. On (B)(6) 2017 follow-up xrays indicate the patient is status right total knee revision, there is no radiographic evidence of hardware complication, acute fracture or dislocation. Updated 9-20-2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Update: 05jul2017: medical record received: this complaint was updated on (B)(6) 2017. Update 7-5-2017: medical records have been reviewed. Patient received bilateral total knees due to degenerative joint disease, bilateral, on (B)(6) 2016. Revision notes from (B)(6) 2017 indicate the patient received a right total knee arthroplasty revision due to an unstable right total knee replacement. Several months prior, the patient started to experience severe pain in the right knee. Instability was noted at this time with questionable lucency under the tibial tray on pre-operative films. During the procedure, the surgeon noted there was instability present in both flexion and extension. He also noted that upon exam, the tibial tray was pistoning on the tibial bone stock. Both the femur and tibial component needed to be and were revised. The femoral component was removed with minimal bone loss. Frozen sections were sent to pathology that confirmed no infection was present. Updated on 7-24-2017. Update 7/5/2017 medical records reviewed for reportability. It was noted that surgeon noted questionable lucency beneath tibial baseplate preop. Identified tibial baseplate "pistoning on the tibial bone", which necessitated revising. Observed bone cement on the proximal tibia which was removed. This suggested loosening between implant and cement, as well as cement and bone. Cement manufacturer is unknown. No indication of femoral component loosening. Complaint updated on: 8/1/2017

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.